Event description:
When contacted by beckman coulter inc (bci) regarding the troponin (accutni) assay performance, the customer stated that their laboratory had obtained false positive accutni results. Erroneous results were not reported outside the laboratory. Customer was unable to provide exact results or dates of events. There was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to event.

Manufacturer narrative:
Lab has implemented a repeat protocol on all "unexpected" troponin I results. Customer uses plain red top tubes. Centrifugation data, system check data were not supplied. Customer did not provide any information indicating instrument malfunction. Service was not dispatched. No clear root cause has been determined.